Event description:
It was reported the pt has never received effective stimulation in her low back. The pt's established pain pattern is leg and low back pain. Reprogramming attempts were unsuccessful. The pt is considering her options.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.